Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The physician commented that the guidewire was stuck inside of the catheter and it couldn't be moved. The device was removed from the sheath, and it was confirmed that the wire wouldn't move even with a lot of force. The catheter was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The farawave was visually inspected for any damage that would have led to the guidewire stuck allegation seen in the field. Upon device return and inspection, no outer abnormalities were observed. An attempt to insert a guidewire was made and it was unsuccessful since the guidewire could not advance through the catheter due to a resistance felt during the insertion. The catheter was dissected for further inspection. Upon dissection it was noted that the guidewire lumen was damaged inside the distal inner hypotube potentially caused by the mechanical stress of pebax break and delamination with additional collapsed braid. Additionally, some white spots were observed on the break point of the pebax.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The physician commented that the guidewire was stuck inside of the catheter and it couldn't be moved. The device was removed from the sheath, and it was confirmed that the wire wouldn't move even with a lot of force. The catheter was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis. It was further reported that heparin was given post transeptal. X ray was used. Issue occurred after inserting the device into the patient. Indication to be treated was a paroxysmal atrial fibrillation. The catheter failed to transition to flower several times.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The physician commented that the guidewire was stuck inside of the catheter and it couldn't be moved. The device was removed from the sheath, and it was confirmed that the wire wouldn't move even with a lot of force. The catheter was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis. It was further reported that heparin was given post transeptal. X ray was used. Issue occurred after inserting the device into the patient. Indication to be treated was a paroxysmal atrial fibrillation. The catheter failed to transition to flower several times.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.